Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 160-200mg/dl fasting. Verified the strips expire 07/19/2017. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Reviewed meter memory 1:lo (B)(6) 2015 08:23:00 am fasting:yes; 2:lo (B)(6) 2015 08:34:00 am fasting:yes; 3:lo (B)(6) 2015 08:33:00 am fasting:yes. No adverse event reported.